Event description:
After treating the pt with the device, the physician repositioned the wire by deflating the break. The brake defeat button became stuck and the guide wire appeared to be moving freely within the pt.